Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope presented image darkness. The issue occurred during inspection for use, before patient in room. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the light cable, charged coupled device (r-unit) and fiber cone carbonization. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the light guide bundle causes image darkness, component failure of the universal cord causes damage to the light cable and the cause of the carbonization to the charged coupled device (r-unit) and fiber cone was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.